Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), which was included within the population of a recent field advisory, reported that the following physician indicated that device follow-up needed to intensify to monthly or every other month. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this event will be updated. This device has not been returned for analysis. Should additional information become available this report will be updated.